Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race was not provided for reporting. UDI #: (B)(4). Upc = (B)(4). Expiration date= na. Lot number = (10)1305b. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: "medforman"; unknown amount. Drug: "lipator"; unknown amount and use. Drug: penicillin; unknown amount and use. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) male consumer reported he had experienced a painful rash that had formed underneath the bandage around his wound. Consumer states he was using band-aid flexible fabric extra large bandage from (B)(6) 2018 through (B)(6) 2018 and used one bandage for a wound that he had on the back of his calf. Consumer indicates he stopped using product and that his physician is aware of use of product. He noticed the symptoms the first day of use. For treatment, the consumer reports receiving antibiotics from his physician. The consumer reported he is continuing to experience the symptoms but the rash is slowly resolving.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on may 10, 2015. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.